Event description:
It was reported that during a scheduled filter retrieval, it was identified that a filter leg had detached and was embedded in the cava wall. The filter was tilted by approximately 30 degrees with the apex of the filter embedded in the cava wall. Reportedly, there was a clot formation in the area where the apex is embedded. The filter could not be retrieved and remains implanted. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.